Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transparent ring at the reservoir compartment is broken and the reservoir cannot stay in place. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The device had minor scratched lcd window, broken battery tube threads, and broken reservoir tube lip. The device was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.